Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited abrupt changes in right ventricular (rv) lead measurements. High pacing impedance measurements greater than 1900 ohms and out-of-range shock impedance measurements greater than 200 ohms were observed. It was noted that the patient had previously undergone tricuspid valve clip implantation; therefore, a lead revision was not performed. No adverse patient effects were reported. The crt-d remains implanted and in service.